Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia after a recent contact/detach infusion set change, with self-monitored blood glucose readings rising to approximately 396 mg/dl and remaining above target for several hours; the user later performed a full infusion set and cartridge change after receiving an empty cartridge message. Symptoms included high blood glucose without ketone testing, without dizziness, loss of consciousness, or other acute complications. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or manual injection during the event. Investigation included troubleshooting and user education by customer support. Investigation of this case revealed no device malfunction identified and cause of the hyperglycemia remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with resolution following infusion system replacement.